Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity. It is unknown if the increase is above pre-vns baseline. The relationship between the increase and vns therapy is unknown at this time. The patient's device was replaced due to end of service. The explanted generator was returned to the manufacturer and no anomalies were identified with the generator. The end of service condition of the generator was confirmed during analysis. Good faith attempts to obtain additional information regarding the reported event are underway.